Manufacturer narrative:
Follow up information was received from the customer one week later stating that they were still experiencing issues with air bubbles and elevated bg levels in the 200-300 mg/dl range. Tandem technical support (cts) provided the customer additional instruction on the load process. During another follow up call two days later, the customer stated that all load instructions given by cts had been followed and feels that it has helped bring bg level to a manageable range, below 240 mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 mg/dl. The customer stated that the suspected cause of the elevated bg level was due to being sick and also that they did not feel that they were loading insulin into the cartridge properly, as air bubbles are seen in the tubing. Bg levels were addressed with boluses from the pump. The customer stated that they would contact the clinical diabetes educator (cde) for additional training on cartridge loading.